Event description:
The manufacturer received information alleging a trilogy o2 ventilator experienced a low circuit leak alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the low circuit leak alarm occurrence could not be confirmed. The service technician states that the device failed the repair test relating to the positive, zero, and negative flow verification test steps. It is believed that the low circuit leak alarm was caused by a discrepancy in the flow measurement. The sensor printed circuit assembly (pca) board, that is installed with a flow rate sensor, was replaced to resolve the test failures. Additionally, the power cord was replaced because it was deformed. No abnormalities were found in the device log. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The reported failure of a positive, zero, and negative flow verification repair test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.